Manufacturer narrative:
The device was returned to olympus for inspection. During the device inspection, error e433 occurred, and the most likely cause was found to be the hvps board was defective based on the results of the investigation, a device malfunction was confirmed during evaluation. A definitive root cause of the reported component failure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was also observed that during the device inspection, error e433 occurred. There was no patient involvement.